Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working and the pump has a blank display. The customer's blood glucose reading was unknown at the time of incident but indicated that it was high. Troubleshooting found that the display did not return after a new battery was installed. Customer was advised that a new battery cap will be sent to him and to call back if this does not resolve the issue.